Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet subsequent to sustaining a head trauma in (B)(6) 2014. Surgery to place the magnet back into proper position has been completed (date not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.